Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. There was no reported adverse impact to customer¿s blood glucose levels. Customer declined troubleshooting. No additional information was able to be obtained.

Manufacturer narrative:
Remove MDR code 120 (h6) remove MDR code 120 (h6)